Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm. The customer states they were trying to prime the device when they received the alarm. The customer's blood glucose level at the time of incident was 300mg/dl. The customer declined to troubleshoot because they already had a new insulin pump, and they were just trying to get the settings out of the old one. Nothing is being returned or replaced at this time.